Event description:
Literature was reviewed regarding the reduction of pacemaker implantation rates following transcatheter aortic valve replacement (ta vr). The study population included 237 patients who were predominantly male with a mean age of 82 years.  All patients were implanted with a medtronic core valve bioprosthetic valve.  Two patients died due to sudden cardiac death after discharge potentially triggered by symptomatic bradycardia or a ventricular tachycardia after myocardial infarction.  Regarding the remaining deaths in the study population, there was no statement establishing a causal or contributory relationship between medtronic product and those deaths.  Among all patients adverse events included: moderate to severe aortic regurgitation, arrhythmia requiring permanent pacemaker implant, myocardial infarction, stroke, bleeding or vascular complication, acute kidney injury, and valve-related dysfunction requiring intervention.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: lange et al. Reduction of pacemaker implantation rates after corevalve® implantation by moderate predilatation. Euro intervention. 2014 feb;9(10):1151-7. Doi: 10.4244/eijv9i10a195. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.